Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was still a lead warning showing for the right lead and the lead polarity had been reprogrammed to unipolar at the last check. It was indicated the lead was having issues with high impedance in bipolar after implant but was functioning okay in unipolar. The chronic trending showed normal impedance in 400-500 ohms range, but the lead monitor showed high impedance paces since the warning. It was noted that the patient was feeling good and the lead unipolar parameters were all within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.